Manufacturer narrative:
Concomitant products: 6935, lead, implanted: (B)(6) 2011.

Event description:
It was reported that the right atrial (ra) lead had been exhibiting high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the thresholds were chronically elevated and the physician did not believe there was any failure of the lead. The patient continues to be routinely monitored.